Event description:
Patient with a history of melanoma came in for a positron emission tomography (pet) scan. Software is designed in a way that when you do a whole body scan you would have to manually reconstruct the data. Unfortunately, the technician did not do quality assurance check on the film and a hotspot of the patient's knee was missed as film from the waist down was not reconstructed prior to the data being sent to the radiologist for reading. Nuclear medicine director spoke to siemens and was told there is new software out there; however, they do not support it. We are still currently investigating this event. We were not notified of this until three months ago and I was waiting to get additional information prior to submission of this report.====================== health professional's impression======================software is designed in a way that when doing a full body scan, the technician has to manually reconstruct data to ensure completion of the study.